Event description:
It was reported to tycohealthcare/kendall that a customer had a problem with an entriflush pump. It was reported that the pump underdelivered water. The pt was diagnosed with dehydration.